Event description:
The patient stated that the pump is lost power and now is not working. After replacing the battery the pump did not power on. There was no structural damage to the battery cap or battery compartment. There was no visible corrosion in the battery compartment. The patient reported that her blood glucose level at the time of the call to animas was 400 mg/dl and she does not have any insulin syringes on hand to use. The reading provided does not fit animas criteria for a serious injury. She says, she was working in a skilled nursing facility and can seek assistance should her blood glucose levels fluctuate. She had previously called her hcp for a prescription for insulin syringes.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.